Event description:
Following a percutaneous procedure to diagnose and treat a stenosis in the right iliac artery a 6f angio-seal sts plus device was deployed. The patient developed groin pain and a cold foot. The physician stated the device was deployed in the common femoral artery; however, it was determined the superficial femoral artery was occluded at the origin. The angio-seal device was removed by the surgeon with a piece of calcified plaque that was located between the external iliac and common femoral artery. A dacron patch was used to repair the arteriotomy site. The patient was reportedly in good condition.